Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8699080, 510k # 981676 was cleared in the united states. Ap and lateral lumber film with cages, segmental pedicle screws and rods at l3 to pelvis. Apparent left rod fractured at l5. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a plif at l3-iliac. Posterior fixation instrumentation was implanted. It was reported that the rod broke at l5/s1 approximately a year post the surgery. The revision surgery was performed. The broken titanium rod was replaced with the titanium alloy rod. The procedure was complete successfully.